Event description:
This is a spontaneous report received from a 45-year-old female consumer on (B)(6) 2025 who used col ptb 360 sonic charcoal and head the of the toothbrush pooped off and the teeth chipped/fractured. No medical history was provided. On an unknown date in (B)(6) 2024, consumer started using col ptb 360 sonic charcoal twice a day. The consumer stated that on an unknown date in (B)(6) 2024 the head of the toothbrush popped off in her mouth. Consumer visited the dentist in (B)(6) 2025. Consumer reported in the (B)(6) 2025 visit she was informed she had a chipped tooth which consumer believes was due to toothbrush. Two different dentists gave a treatment plan requiring a crown. Her dentist said that her fillings were 20 years old and the smallest hit to them could have caused it to break. On an unknown date in (B)(6) 2024, consumer stopped using col ptb 360 sonic charcoal. At the time of this report, consumer still had chipped tooth waiting for crown to be place. Additional information received from 45-year-old female consumer on (B)(6) 2025 and based on the additional information case was upgraded to serious. The consumer's name and weight was updated. On (B)(6) 2024, consumer started using col ptb 360 sonic charcoal. On (B)(6) 2024, while brushing her teeth the top portion of the toothbrush detached and caused damage to the teeth. Consumer was unaware of the damage until she visited the dentist in (B)(6) 2025 who identified she had a fractured and chipped tooth. Consumer sought a second opinion in (B)(6) 2025 when the tooth started to hurt. The second dentist confirmed the tooth was fractured and would need a crown. Consumer had an x-ray performed in (B)(6) 2025 and again in (B)(6) 2025 to confirm the fracture. On (B)(6) 2025, consumer had temporary crown placement. On (B)(6) 2025, she had permanent crown placement on 30th and 31st teeth. She also had to revisit the dentist for adjustments due to pain with the crown. Consumer visited the dentist on (B)(6) 2025. The consumer lost wages because she had to take off for the appointments to have the temporary and then permanent crowns installed. At the time of this report, consumer was recovering from the event.